Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73f1600040 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip failed to lock or close. The patient's condition is reported as fine.